Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, immediate implantation, inadequate bone quality/quantity, swelling, inflammation, mobility. Graft failed, mobility present.